Event description:
A customer reported experiencing a cartridge alarm 20 issue with their pump, which prevented them from using it with any cartridge. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer reverted to manual injections for insulin therapy.